Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd) with the battery reportedly depleting in less than six years. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.